Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized for pain control, and had symptoms of shortness of breath and was recently diagnosed with copd (chronic obstructive pulmonary disease). The pump was alarming, confirmed by telemetry to be non-critical due to low reservoir volume of 1.5ml. Drugs delivered via the device were clonidine, bupivacaine and dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2004 (B)(6), explanted: unk; catheter model: 8578, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).